Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4). Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining a result of 300 mg/dl on aviva system 1 compared back to back with a result of 133 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the vial of strips used for the 300 mg/dl result was discarded, therefore no product will be returned for evaluation.